Manufacturer narrative:
This lead was capped on (B)(6) 2020 due to noise, and inappropriate shocks. Fracture was also reported on the lead. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was capped on (B)(6) 2020 due to noise and inappropriate shocks. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was capped on (B)(6) 2020 due to noise, and inappropriate shocks. Fracture was also reported on the lead. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, recorded between (B)(6) 2020 and (B)(6) 2020, showed the rv pacing impedance initially at 500 ohms before the impedance abruptly increased onto 850 ohms in the end of the recorded period. The analysis of the provided iegm episodes showed artifacts in the rv channel, which led to the reported oversensing and inappropriate shocks. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Noise and inappropriate therapy was reported on this lead. The lead remains implanted but will be evaluated for a changeout soon. Should additional information become available, this file will be updated.